Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device was found intact during explant surgery.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: ¿ crease is observed. ¿ white particles were observed on the device. No further actions are required since no issue in the manufacturing of the device is observed.